Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, using blower mister with IV sets. They noticed an occlusion in the handpiece. Kink in plastic within handle that prevents co2 from flowing. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, using blower mister with IV sets. They noticed an occlusion in the handpiece. Kink in plastic within handle that prevents co2 from flowing. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). Corrected device code from [1069] break to [2991] no flow. The device was returned to the factory for evaluation. A visual inspection was conducted. Even though it is stated that there was no patient involvement, signs of clinical use and slight evidence of blood was observed. Blood was observed on the tape around the shaft of the blower mister as well as distal end of the blower mister there were no visual defects observed on the device. A mechanical evaluation was conducted. Following the instructions in IFU, the braided (0.64cm) tube was connected to the regulated source of c02 set with not more than 35 psi. The flow control for the saline was adjusted to 5 l/min (0.08 l/s). Care was taken that it doesn't exceed 8 l/min. The pinch clamp on IV tubing was closed and the IV spike was connected to a new bag of sterile saline with pressure cuff around it. After opening the pinch clamp, the sterile saline flowed through the tube. It was observed that there was no co2 flow through the atraumatic tip of the blower mister. The flow volume controller on the hand piece was manipulated forward and backward but it was observed that there was still no flow of co2. No audible sound of the c02 gas was heard at the atraumatic tip. Further inspection was conducted. The hand piece was opened. To determine patency of the tubes, a blue dyed saline fluid was injected into the saline port. There were no blockages and the fluid flowed through all the way to the tip and out it dripped. The same test was conducted on the co2 tube. The fluid did not flow through the tube and resistance was felt when the fluid was pushed into the co2 tube. The resistance indicated blockage in the co2 tube. On microscopic inspection, it was observed that there was obstruction caused by the uv glue at the connection site of the co2 gas tube and the coupler. There were signs of glue migration, resulting in the obstruction and blockage of the co2 air flow track. Based on the returned condition of the device and the investigation results, the reported failure "no flow" was confirmed. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. Field action plan was implemented and shipping hold has been implemented for affected lot numbers. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s scar system. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.